Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and was shown as offline in remote smart service. The customer stated that there was a delay in patient care. The rewere no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went offline. A field service engineer (fse) observed network properties indicating network cable unplugged, relocated the pyxis unit from wall jack 43108 to 43109, which restored network communication, completed hardware test application (hta) testing with a pass result, verified remote access via remote support service (rss), and confirmed the station was back online. Advised pharmacy to contact local information technology to inspect the original wall jack. The system functioned as intended after the field service engineer repaired the device.